Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they experienced high blood glucose of 500 mg/dl. The customer stated that the insulin pump was failing and it would not give insulin. The customer also reported that the insulin pump was not rewinding and they believe that the piston was not working properly. The customer's blood glucose was 149 mg/dl at the time of call. The customer stated that they treated the high blood glucose with insulin pen. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and did not find air bubbles and leaks. The customer performed self test and the insulin pump passed. The insulin pump will not be returned for analysis.